Manufacturer narrative:
Unit received with no button response due to flattened (esc and act) button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. Unable to verify unexpected low battery alarm and perform displacement test, idle current test, run current test, self test and off no power test due to no button response. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery alert. The customer¿s blood glucose was 300 mg/dl. Troubleshooting was performed. The insulin pump will be returned for analysis.